Event description:
The customer reported that the insulin pump had a physical damage. The customer's blood glucose level was 80 mg/dl. The customer stated that their is a crack further down on the reservoir window and there is a chip on the top of the reservoir compartment. The customer also noticed that their is also crack on the purple part of the pump. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked case at the reservoir tube corners, a cracked reservoir tube window, a broken reservoir tube lip, cracked battery belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).